Event description:
It was reported that during the procedure, the subject coil could not be detached following three attempts with one inzone device and one attempt with a new inzone device. The coil was found to be broken and removed from the patient. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that during the procedure, the subject coil could not be detached following three attempts with one inzone device and one attempt with a new inzone device. The coil was found to be broken and removed from the patient. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.